Event description:
Event description guidant received information that after being in service for three weeks, this right ventricular lead had perforated the myocardium. As a result, the patient experienced diaphragm stimulation. Also, the lead exhibited increased thresholds and decreased sensing measurements. The lead was then successfully repositioned with good lead measurements.,